Event description:
Customer reported when the alarm is set-up to alert the nurse call station and weight is removed from the sensor the alarm does not signal the nurse station. The nurse call cable was tested with other alarms and the nurse call cable works fine. There was no visible product damage reported. There was no pt contact reported.

Manufacturer narrative:
(B)(4) = nurse call does not work. Inspection of the returned product shows the alarm powers up. The nurse call was tested using a nurse call test fixture and cable, the test fixture indicator light does not come on as it should. When tested with an external power supply the low battery indicator sound when it should. There was no visible damage found. (B)(4).